Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) for spinal pain. It was reported that patient got in accident in the first week of (B)(6) 2018. Shortly after that, she noticed that the stimulator was not operating properly and that the stimulator was giving her jolts that were not familiar. Patient said that jolts really were not that bad but she was kind of concerned because they were like blasts of electricity. Patient saw their hcp who did x-ray and some tests that showed components were in place. Hcp told patient to have a rep come reprogram the device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the ins not working properly after the accident, and the ins giving the patient jolts continued to be undetermined. The patient said the ins received reprogramming to determine of this was a system error. The patient said this had not been resolved at this time and they were continuing to try multiple resolutions. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient was seen the week prior to the report and was doing well. No further complications were reported.